Manufacturer narrative:
Correction on initial report: disregard file, after further review the file is not reportable.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusions were paused to draw labs, one infusion restarted and immediately all channels flashing "check IV set" and alarming. There was report of patient involvement but no report of patient harm.